Event description:
Admitted to hosp with severe abdominal abcess infection through out body and wound due to mesh from older hernia surgery. Large infected mass required surgery and hosp stay including wound pump. One week stay in hosp, home care.